Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 550 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and a severe headache. The patient removed the pod and it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Once at the hospital the patient was admitted to the intensive care unit (ICU). The patient was treated in with an insulin drip and long acting insulin. The following day in the hospital the patient applied a new pod. The patient was discharged from the hospital after 3 days. The patient's blood glucose and insulin history are as follows: (B)(6).